Event description:
It was reported that the patient experienced a shocking sensation when going from sitting to standing, following a fall. Details of the fall were not reported. Impedance measurements of electrode 3 and 13 were less than 50 ohms. It was recommended that these electrodes not be used. Additional information was requested. If additional information is provided, a follow up report will be sent.

Event description:
It was further reported that the patient met with a company representative. The representative tried to program around the electrod es that were out of range, but it did not solve the issue. An impedance check showed that one electrode was high/out of range. No intervention was planned or performed. The patient will be seen for follow up and re-assessed. Additional information was requested.

Manufacturer narrative:
Lead model 3777-60, serial: (B)(4), implanted: (B)(6) 2012, explanted: na. Lead model 3777-60, serial: (B)(4), implanted: (B)(6) 2012, explanted: na. Adaptor model 3550-39, lot: n312993, implanted: (B)(6) 2012, explanted na. Recharger model 37754, serial: (B)(4). Programmer model 37744, serial: (B)(4).